Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been 3 to 4mm inaccurate. The inaccuracy was found at one, unspecified disc space, left to right. No medical interventions, adverse consequences or clinically significant delays were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been 3 to 4mm inaccurate. The inaccuracy was found at one, unspecified disc space, left to right. No medical interventions, adverse consequences or clinically significant delays were associated with the event.